Event description:
Communication problems after being struck by a shopping cart.an advanced bionics representative performed device evaluation.the problem was confirmed.the patient has been implanted with a new advanced bionics spinal cord stimulator.